Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt called to report that he was having frequent pump stops. The pt also noted visible damage to the external portion of his percutaneous lead. A percutaneous lead distal end replacement was performed by the MFR 4 days later.